Manufacturer narrative:
Follow-up received on 26-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had pelvic pain all the time, worsens around periods. Later, a legal claim with several complications suffered by plaintiffs however, the adverse events/complications each individual plaintiff experienced were not specified. Therefore, the previously reported event was kept. Pelvic pain all the time, worsens around periods is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. As it was reported that consumer had the device removed due to complications, case is regarded as incident. Other non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2352) on 04-nov-2015. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain all the time, worsens around periods") in a female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy painful long periods"), dysmenorrhoea ("painful periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue") and fatigue ("tired all the time"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, gastric disorder, thyroid disorder and fatigue had not resolved. The reporter considered dysmenorrhoea, fatigue, gastric disorder, menorrhagia, pelvic pain and thyroid disorder to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Diagnostic results: (B)(6) 2015: pathology reports. Specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2352) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time, worsens around periods') in an adult female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), menorrhagia ("heavy heavy heavy painful long periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue"), fatigue ("tired all the time") and eye movement disorder ("I get eye twitching in my right eye all the time"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, gastric disorder, thyroid disorder and fatigue had not resolved and the eye movement disorder outcome was unknown. The reporter considered dysmenorrhoea, eye movement disorder, fatigue, gastric disorder, menorrhagia, pelvic pain and thyroid disorder to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Diagnostic results: (B)(6) 2015 pathology reports specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: I get eye twitching in my right eye all the time. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time, worsens around periods') in an adult female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), menorrhagia ("heavy heavy heavy painful long periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue"), fatigue ("tired all the time"), eye movement disorder ("I get eye twitching in my right eye all the time"), back pain ("lower back pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with oral contraceptive nos, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, gastric disorder, thyroid disorder and fatigue had not resolved and the eye movement disorder, back pain and vitamin d deficiency outcome was unknown. The reporter considered back pain, dysmenorrhoea, eye movement disorder, fatigue, gastric disorder, menorrhagia, pelvic pain, thyroid disorder and vitamin d deficiency to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Diagnostic results: (B)(6) 2015 pathology reports specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)-2020: social media received: new events lower back pain and vitamin d deficiency added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 04-nov-2015. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time, worsens around periods') and device dislocation ('migrated implants') in an adult female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods "), menorrhagia ("heavy heavy heavy painful long periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue"), fatigue ("tired all the time"), eye movement disorder ("I get eye twitching in my right eye all the time"), back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("unusual bleeding"), abortion spontaneous ("unintended abortion"), abdominal pain lower ("cramping") and menstrual disorder ("unsual periods") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with oral contraceptive nos, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, gastric disorder, thyroid disorder and fatigue had not resolved and the device dislocation, eye movement disorder, back pain, vitamin d deficiency, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, eye movement disorder, fatigue, gastric disorder, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, thyroid disorder and vitamin d deficiency to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Discrepancy noted: date(s) of removal: (B)(6) 2011. Diagnostic results: (B)(6) 2015 pathology reports specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following were described in patient¿s medical records :pelvic pain . Lot # reported (867699) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 04-nov-2015. The most recent information was received on 14-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time, worsens around periods') and device dislocation ('migrated implants') in an adult female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods "), menorrhagia ("heavy painful long periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue"), fatigue ("tired all the time"), eye movement disorder ("I get eye twitching in my right eye all the time"), back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("unusual bleeding"), abortion spontaneous ("unintended abortion"), abdominal pain lower ("cramping") and menstrual disorder ("unsual periods") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with oral contraceptive nos, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, gastric disorder, thyroid disorder and fatigue had not resolved and the device dislocation, eye movement disorder, back pain, vitamin d deficiency, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, eye movement disorder, fatigue, gastric disorder, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, thyroid disorder and vitamin d deficiency to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Discrepancy noted: date(s) of removal: (B)(6) 2011. Diagnostic results: (B)(6) 2015 pathology reports specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following were described in patient¿s medical records :pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Reporters information were added. Events: migrated implants, unintended pregnancy, device ineffective, unintended abortion, cramping, unusual periods, unusul bleeding were added. Pregnancy details were updated . Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 04-nov-2015. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time, worsens around periods'), device dislocation ('migrated implants') and embedded device ('firmly embedded within its lumen is a silver colored metal wire.') In an adult female patient who had essure (batch no. 867699-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included leiomyoma nos, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods "), menorrhagia ("heavy painful long periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue"), fatigue ("tired all the time"), eye movement disorder ("I get eye twitching in my right eye all the time"), back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), genital haemorrhage ("unusual bleeding"), abortion spontaneous ("unintended abortion"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with oral contraceptive nos, vitamin d nos (vitamin d) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, gastric disorder, thyroid disorder and fatigue had not resolved and the device dislocation, embedded device, eye movement disorder, back pain, vitamin d deficiency, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, embedded device, eye movement disorder, fatigue, gastric disorder, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, thyroid disorder and vitamin d deficiency to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Discrepancy noted: date(s) of removal: (B)(6) 2011. Diagnostic results: (B)(6) 2015. Pathology reports specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following were described in patient¿s medical records :pelvic pain . Lot # reported (867699) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: event device embedded added. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on (B)(6) 2015 during monitoring of postings on FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-2352). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2011, and since then she had been put on stomach medications, thyroid medications, vitamins, and at time of reporting birth control pills. She had heavy heavy heavy painful long periods. She was tired all the time, had pelvic pain all the time, but it worsened around her periods. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect follow-up information received on 02-aug-2016 - legal claim provided: this case was upgraded to incident. Each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had pelvic pain all the time, worsens around periods. Later, a legal claim with several complications suffered by plaintiffs however, the adverse events/complications each individual plaintiff experienced were not specified. Therefore, the previously reported event was kept. Pelvic pain all the time, worsens around periods is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. As it was reported that consumer had the device removed due to complications, case is regarded as incident. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2352) on 04-nov-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain all the time, worsens around periods") in a female patient who had essure (batch no. 867699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy heavy heavy painful long periods"), dysmenorrhoea ("painful periods"), gastric disorder ("stomach issue"), thyroid disorder ("thyroid issue") and fatigue ("tired all the time"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, gastric disorder, thyroid disorder and fatigue had not resolved. The reporter considered dysmenorrhoea, fatigue, gastric disorder, menorrhagia, pelvic pain and thyroid disorder to be related to essure. The reporter commented: insertion details: once the coils were released it was noted that only one coil was identified within the uterine cavity. Removal details: the uterus was upper normal size and normal appearing. Normal appearing ovaries and tubes bilaterally. Diagnostic results: (B)(6) 2015. Pathology reports. Specimens received-uterus, non-neoplastic with tubes/ovaries. Clinical data-chronic pelvic pain. Bilateral fallopian tubes and uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical records were received. Added new reporters. Added patient's date of birth, essure batch number (867699) and therapy dates. Added relevant lab data and surgery treament details for pelvic pain. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had pelvic pain all the time, worsens around periods. Later, a legal claim with several complications suffered by plaintiffs however, the adverse events/complications each individual plaintiff experienced were not specified. Therefore, the previously reported event was kept. Pelvic pain all the time, worsens around periods is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. As it was reported that consumer had the device removed due to complications, case is regarded as incident. Other non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.